Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. At an unknown point before the event the cgm was reading 295 mg/dl and the blood glucose reading was 208 mg/dl. An unknown time after this, the patient experienced a hypoglycemic event reported to have had a headache. It was stated that the patient was brought to the emergency room by an ambulance that was called by the mother, and that the patient was treated with a glucagon injection. It was not specified at what point during the event, and by whom, the injection was given. 10 minutes after the treatment with glucagon the cgm was reading low, and the blood glucose reading was 122 mg/dl. Besides the glucagon injection the patient received an unspecified medication for the headache. The patient was discharged after 12 hours and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.